Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the dissector balloon was received inserted into the trocar balloon. The lock collar appeared intact. The insufflation bulb was also attached to the dissector balloon. The obturators, inflation syringe, 5mm ports, 5mm obturator and endo lube bottle were not received. Functional testing found that the dissector balloon's circular seal hole was covered and the balloon was attempted to be inflated with the received insufflation bulb, however leaking occurred at the seal housing. Calipers were used to measure the housing, the measurements were, 0.975 on the side with the number and 0.993 on the side with the lettering. The trocar balloon was not inflated and still furled. The lock collar moved up and down the cannula and securely locked in place. The trocar balloon's valve seal was stretched out. It was reported that the balloon did not inflate, balloon leak and instrument made strange noise. The reported issues were confirmed. The most likely cause could not be established from the information available. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potential c ontributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair procedure, while inflating the dissection balloon, it did not inflate. It was noted that the balloon made a strange noise and leaked gas/air. As a result, the case took longer due to inadequate dissection from the balloon. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.